Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek multiclix lancet device after firing. The reporter also states that lancet device may be broken. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.